Event description:
Nine months after the implantation of a cypher stent, this pt presented with no angina, no silent ischemia and 1-vessel disease. The pt was being treated even though pt had no angina, no silent ischemia nor mi because of "prognostic reason, high grade stenosis." Their pre-procedure medications were asa and beta-blockers. The target lesion is a confirmed restenotic lesion in the mid rca. A balloon angioplasty was performed with a 12mm x 3.5mm balloon and was inflated to maximum inflation pressure of 12 atms with satisfying results. The pre-procedure diameter stenosis of 80% and post-procedure residual diameter stenosis of 0% were measured by visual estimate. The timi flow was iii-pre/iii-post procedure and no reported procedural complications were noted. Post-procedure cardiac enzymes/markers were not available in database. The pt was discharged the next day on asa, statins and beta-blockers.